Manufacturer narrative:
Date of event: exact date unknown, event occured in 2018 based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and undesired stimulation in nontarget areas. It was also reported that the patient was having difficulty and frequent ipg charging. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one and changed the location of the pocket due to tilting of the position under the skin. The patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the medical facility.